Event description:
It was reported that the blade of the device was engaged in the package and the blade remained engaged after use. Another device was used to complete the procedure. There was no pt injury and no intervention required. Add'l info was requested, but no add'l info was provided. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
The device was received by the MFR and the investigation is in progress. A follow-up report will be sent upon completion of the investigation.